Event description:
The device was initially attached to a pt when device use was halted, due to a "do not resuscitate" order. The patient died. The customer indicates that the device seems to be working "differently" with static noise and possible em interference. Welch allyn factory service identified that the device's capacitor bank will not charge.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.